Manufacturer narrative:
Manufacturer's investigation conclusion: analysis of the submitted log files confirmed low flow hazard events; however, no device-related issues were discovered during the evaluation of the device. A specific cause for the reduced flow could not be conclusively determined through this evaluation. A direct correlation between the returned device and the reported events leading up to the patient's outcome could not be conclusively determined. Review of the submitted and retrieved controller log file data as well as the lvad log file data retrieved from the device did not indicate any potential device-related issues. The pump appeared to be operating as intended with stable estimated flow values of approximately 3-5 lpm (between (B)(6) 2019) until (B)(6) 2019 when the patient experienced cardiac arrest and reduced flow values were noted. Support was ultimately withdrawn; the driveline was disconnected and the controller was powered down. The device was returned assembled with the pump cable cut approximately 18¿ from the pump housing. The distal portion of the pump cable was also returned attached to the modular cable via the in-line connector. The sealed outflow graft was returned detached from the pump outflow with the outflow graft bend relief properly engaged to the graft attachment. The outflow graft clip was returned detached from the device. The cuff lock was fully engaged and the apical cuff returned detached from the cuff lock. The device appeared to have been exposed to a fixative agent prior to returning for evaluation. Examination of the pump's blood-contacting surfaces revealed the presence of fixed post-explant blood in the inflow cannula, outflow graft, graft attachment, rotor well, pump cover and on the pump rotor. The blood was unstructured and showed no evidence of denaturation and appeared consistent with undrained blood that remained stagnant in the device following the explant procedure. The evaluation revealed no evidence of any adhered or developed depositions or thrombus formations in the device. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The pump was cleaned, reassembled, and operated on a mock circulatory loop. The device functioned as intended and in accordance with manufacturing specifications. The IFU explains that the low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm and notes that changes in patient conditions can result in low flow. This IFU, as well as the patient handbook describes all system alarms and the recommended actions associated with them. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿ 56 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2019. It was reported that on (B)(6) 2019 the patient called with complaints of exacerbated chronic heart failure symptoms including increased edema and shortness of air (soa) on (B)(6) 2019. The patient's caretaker called back stating that the patient had lost consciousness and was showing low flow advisories and a red heart alarm. The patient was instructed to go to the hospital, and became unresponsive with ems while en-route to the facility. Advanced cardiac life support was started when the patient arrived at the hospital, where they then experienced cardiac arrest. Return of spontaneous circulation was achieved but the patient continued to lose a pulse and would have subsequent low flows intermittently until CPR was performed. Care was withdrawn and the patient expired. The log file was reviewed by tech services, who reported that the event log captured persistent low flow events at the beginning of the log on (B)(6) 2019 at 8:57 and continued for the remainder of the log file until the driveline was disconnected on (B)(6) 2019 at 11:21. The cause of the event was unknown but the lvad was explanted in an autopsy and would be returned for analysis.